Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stent placement procedure on (B)(6) 2012. According to the complainant, the indication for stent placement was to treat a malignant stricture at the splenic flexure due to colon cancer. During the procedure, good optimum positioning of the colonoscope and guidewire were achieved. The wallflex enteral colonic stent was loaded on the guidewire and positioned across the stricture. The user attempted several times to deploy the stent; however the stent was not opening. After withdrawal from the patient, the delivery catheter was noticed to be crumpled and kinked. The user attempted to deploy the stent outside the patient, but again, the stent was not opening. The procedure was not completed at that time, as another wallflex enteral colonic stent was not available. There were no patient complications as a result of this event. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. This event has been deemed MDR-reportable, based on the evaluation results which found that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath.

Manufacturer narrative:
(B)(4) for the evaluation findings of polytetrafluoroethylene (ptfe) coating delamination from inside of outer sheath. A visual examination of the returned device found that the stent was fully mounted onto the device. The outer sheath was kinked at the proximal end of the mounted stent. The stainless steel handle was bent back on itself and the outer sheath was stretched for a distance of 120mm from its proximal end. The outer sheath was accordioned at the distal end of the stretching. During analysis in order to attempt deployment, the stainless steel handle was straightened and broke during straightening. When an attempt was made to retract the outer sheath and deploy the stent a restriction was met. The shaft was dissected at the proximal end of the clear outer sheath and no issues were noted in movement of the outer sheath of the proximal end of the shaft after it had been dissected. The inner lumen and stent were withdrawn from the outer sheath and no issues were noted with the profile of the inner lumen or deployed stent that would have contributed to the complaint reported. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. Based on the condition of the returned device and the evaluation conducted, the most probable root cause is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.